Event description:
The lab tech was processing a positive microbial growth monitor bottle. The bottle was positive because of contamination with staphylococcus epidermidis. The customer decontaminated the contents of the bottle with nalc (n-acetyl, l-cysteine) per procedure. Biomerieux does not MFR or distribute the nalc reagent. The decontaminated contents of the bottle were poured into an uncovered and unsealed plastic container to be autoclaved. The container was autoclaved at 137 degrees c in a distilled water atmosphere per local procedure. The autoclave was still warm when opened and steam came out and contacted the tech. The lab tech attempted to ventilate the room but had to decontaminate 20 other samples using nalc and was in the lab for approximately 4 hours after the autoclave incident doing this work. The lab tech then got a headache and felt ill. Their face became red and swollen and they developed a rash on their neck, arms, and stomach. They also had difficulty breathing. The technician was out of work for 6 days and received cortisone, antihistamine and calcium treatment.